Event description:
It was reported that, "the screw that holds the insert to the baseplate was loose - the surgeon went in with a scope and removed the screw. He elected to leave the insert in place."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Pt requested to keep the device. If additional info becomes available, it will be submitted in a supplemental report.